Event description:
It was reported that during a da vinci s hysterectomy procedure, the harmonic curved shears (hcs) insert accessory installed on the hcs instrument broke and fell into the patient. The hcs insert was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the insert accessory is returned (post engineering evaluation) or if additional information is received. There are no components in the harmonic curved shears instruments or inserts that meet the definition of "medical sharps." Per the information provided by the physician, the insert accessory was successfully retrieved from the patient.